Event description:
A malfunction alarm was reported, indicating an issue with the pump. There was no adverse impact to the customer¿s blood glucose level. The customer followed instructions for resetting the pump, and technical support confirmed that the issue did not recur, allowing the customer to continue using the pump.